Event description:
It was reported stating that during a brest biopsy procedure, their tissue marker would not deploy. They changed markers and completed the case with no consequence to the patient. No marker being returned for analysis.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.